Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not power on. Upon functional testing, the fse found that the mains power distribution control unit (mpdu) was faulty, board was burnt, and fuse was blown. The fse replaced the mpdu power unit, start-up board and fuse f1 1a. After replacement of mpdu power unit, start-up board and fuse f1 1a, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not turn on. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation into this complaint.